Event description:
Healthcare professional reported, "ultrasound scan showed a rupture of the right implant. Which was confirmed, by a magnetic resonance imaging (MRI) scan." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Health effect: impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick ( stress marks). Wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "ultrasound scan showed a rupture of the right implant, which was confirmed by a magnetic resonance imaging (MRI) scan." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "ultrasound scan showed a rupture of the right implant, which was confirmed by a magnetic resonance imaging (MRI) scan." Device has been explanted and replaced with non-allergan device.